Event description:
Rn, has had allergic reactions to latex, medications, and foods since approximately 01/97. Reportedly, the reactions include dermatitis, pruritis, oozing, weeping, hives, nasal congestion, sneezing, itching eyes, red skin, burning sensation, painful tissues, and a swollen face.